Event description:
It was reported that the pt's catheter had complications. The catheter was not implanted correctly into the intrathecal space. The pt was always programmed at the highest dosage of medication and was "poisoned by the medication" because it was not going into the intrathecal space. The pt's pump and catheter were removed. The drug in the pump at the time of the event was unk. Additional info has been requested; a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was reported that the patient had "5 meds going through the pump and had it on the highest settings" but it did not help her pain. Specific medications were not provided. The patient had the physician look into it and stated that the physician did not properly install the catheter. After the pump and catheter were explanted the patient had a different device implanted and has had no issues.